Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization of a pcom aneurysm, the physician experienced delivery and withdrawal difficulty with the trufill dcs orbit 3 x 3 mm mini complex coil system. The coil was successfully removed from the pt still attached to the delivery system and intact. Inspection of the product after removal from the pt indicated that the coil had unraveled/stretched. The pcom aneurysm/target lesion was reported to be: 4 mm height, 5 mm width, 4 mm length, sidewall, and a 1.5 mm neck. Neck remodeling was not done. A dcs ii syringe was used for the procedure. A prowler select lp es microcatheter was used. An adequate/continuous flush was maintained during the procedure. The microcatheter was re-shaped using a re-shaping mandrel. One other coil was successfully delivered through the same microcatheter without resistance prior to the reported product issue. There were no reported kinks in the microcatheter. The product issue occurred during withdrawal for re-positioning in the aneurysm-resistance was felt. The microcatheter was not re-positioned while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and the delivery tube was verified under fluoro prior to re-positioning. There was no reported pt injury. Another product was used to complete the procedure successfully.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.